Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure coil migrated and perforated the fallopian tube"), device breakage ("essure coil broke") and pregnancy with contraceptive device ("2nd pregnancy post implant") in a female patient who had essure (batch no. 689942) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included pregnancy with contraceptive device and miscarriage. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (tubal ligation performed on (B)(6) 2016). At the time of the report, the fallopian tube perforation, device breakage and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered device breakage, fallopian tube perforation and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure coil migrated and perforated the fallopian tube') and device breakage ('essure coil broke') in an adult female patient who had essure (batch no. 689942) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device and miscarriage. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant) and device breakage (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("2nd pregnancy post implant"). At the time of the report, the fallopian tube perforation, device breakage and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered device breakage, fallopian tube perforation and pregnancy with contraceptive device to be related to essure. The reporter commented: tubal ligation performed on (B)(6) 2016. Plaintiff had experienced another 2 pregnancies which are captured under case no(B)(4) and (B)(4). Lot number:689942; manufacturing date: 2009-11; expiration date: 2012-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-oct-2021: quality safety evaluation of ptc. Seriousness criteria removed for event pregnancy with contraceptive device. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure coil migrated and perforated the fallopian tube") and pregnancy with contraceptive device ("2nd pregnancy post implant") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included pregnancy with contraceptive device and miscarriage. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant) and device breakage ("essure coil broke"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (tubal ligation performed on (B)(6) 2016). At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device and device breakage outcome was unknown. The pregnancy outcome was not reported. The reporter considered device breakage, fallopian tube perforation and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter if the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. There was no event reported which mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. A ptc investigation cannot be initiated as a batch number or sample was not provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of product technical complaint. Company causality comment: this spontaneous case report refers to a female patient who had essure inserted and became pregnant (device ineffective). She also reported that device broke, migrated and perforated her fallopian tubes. Unintended pregnancies may occur during any contraceptive use. In the present case, limited information about pregnancy onset was received; however, despite this lack of information, device inefficacy cannot be totally excluded and thus, the event pregnancy was accessed as related. Plaintiff also stated that essure coil broke, migrated and perforated her fallopian tube. In this particular case, the exact date and mechanism of the device breakage and fallopian tube perforation are unknown. However, despite this lack of information and based on the nature of these both events, they were assessed as related to essure use. This case was regarded as incident since a serious injury occurred. A ptc investigation cannot be initiated as a batch number or sample was not provided thus resulting in an unconfirmed quality defect. No active follow-up is allowed and further information is expected only through litigation process.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure coil migrated and perforated the fallopian tube") and pregnancy with contraceptive device ("2nd pregnancy post implant") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included pregnancy with contraceptive device and miscarriage. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant) and device breakage ("essure coil broke"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (tubal ligation performed on (B)(6) 2016). At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device and device breakage outcome was unknown. The pregnancy outcome was not reported. The reporter considered device breakage, fallopian tube perforation and pregnancy with contraceptive device to be related to essure. Most recent follow-up information incorporated above includes: on 19-jan-2017: after a company internal review the incident category of event device breakage was amended. Company causality comment: this spontaneous case report refers to a female patient who had essure inserted and became pregnant (device ineffective). She also reported that device broke, migrated and perforated her fallopian tubes. Unintended pregnancies may occur during any contraceptive use. In the present case, limited information about pregnancy onset was received; however, despite this lack of information, device inefficacy cannot be totally excluded and thus, the event pregnancy was accessed as related. Plaintiff also stated that essure coil broke, migrated and perforated her fallopian tube. In this particular case, the exact date and mechanism of the device breakage and fallopian tube perforation are unknown. However, despite this lack of information and based on the nature of these both events, they were assessed as related to essure use. This case was regarded as incident since a serious injury occurred. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.